Event description:
The following was reported to hamilton medical ag: the report from the hospital say: due to the maintenance needs of the ICU patient, the ventilator cannot be turned on after being powered on. No patient harm or consequences

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(6). Hamilton medical ag complaint number: cer (B)(6). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: the report from the hospital say: due to the maintenance needs of the ICU patient, the ventilator cannot be turned on after being powered on. No patient harm or consequences.